Event description:
Device 1 of 2. Reference MFR. Report #1627487-2013-12346. It was reported the patient feels the occipital lead (off-label use) on the left is 'loose.' The patient is not using the stimulation at this time. Follow-up revealed the patient canceled an appointment with the physician to have x-rays taken. Note the patient received two leads from different lot numbers, both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.